Manufacturer narrative:
Based on text, the account has been getting high inratio inr values compared with the lab by 1.0 to 2.0. But there are no specific test results. As a result, an investigation will be performed. Per pr, in-house retains strips lot 060725 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lots 060725 done in 2007 are as follows: see scanned table. Based on the above test results, per pr 0103, retained lot 060725 meets the criteria for strip accuracy.

Event description:
Caller alleged inaccuracy with inratio. Caller claims the inratio is higher than the lab by 1.0 to 2.0 points.